Manufacturer narrative:
(B)(4). Evaluation: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. One sample was received for evaluation by baxter. The reported condition of "snapped off blue winged luer cap" was not confirmed. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that the blue winged luer cap of one (1) intermate sv 200 "snapped off" before use. There is not patient involvement. No additional information is available.